Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Struggled to get my tampon out..had to ask for assistance [foreign body in reproductive tract]. String disintegrated and snapped [device breakage]. String disintegrated and snapped, struggled to get my tampon out..had to ask for assistance [complication of device removal]. Case narrative: consumer reported via e-mail that the tampon string disintegrated and snapped. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Struggled to get my tampon out..had to ask for assistance [foreign body in reproductive tract] string disintegrated and snapped [device breakage] string disintegrated and snapped, struggled to get my tampon out..had to ask for assistance [complication of device removal] case narrative: consumer reported via e-mail that the tampon string disintegrated and snapped. No serious injury reported.